Event description:
Customer's husband reported receiving large differences between sensor glucose and blood glucose readings. Caller reported that the insulin pump went into threshold suspend with a sensor glucose reading of 56 mg/dl and a blood glucose reading of 172 mg/dl. Blood glucose level at the time of the call was 172 mg/dl. No further information was provided.

Manufacturer narrative:
Reliability analysis inspected 2 opened/used enlite sensors and performed bicarbonate buffer test dop114-830. Both sensors passed with accurate readings. Unable to confirm needle complaint due to customer did not returned insertion needle only sensor. Unable to confirm adhesive anomaly due to sensor was returned opened/used.